Manufacturer narrative:
One smiths medfusion pump was returned for analysis for check syringe plunger sensor. Counterfeit top case and big chipped out on right plunger case was identified during the physical inspection. During analysis, the reported issue was able to be duplicated. Based on the evidence, the complaint was confirmed. Flippers were found touch the top of ear clip when plunger was pushed all the way in. Service replaced plunger case, plunger cable and performed a pm maintenance and all functional testing. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.

Event description:
It was reported that check syringe plunger sensor was experienced. No patient involvement.

Event description:
It was reported that check syringe plunger sensor was experienced. No patient involvement.

Manufacturer narrative:
One (B)(6) medfusion pump was returned for analysis for check syringe plunger sensor. Counterfeit top case and big chipped out on right plunger case was identified during the physical inspection. During analysis, the reported issue was able to be duplicated. Based on the evidence, the complaint was confirmed. Flippers were found touch the top of ear clip when plunger was pushed all the way in. Service replaced plunger case, plunger cable and performed a pm maintenance and all functional testing. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.